Event description:
On december 18th 2009, baxter (B) (4) product surveillance was notified that a colleague cxe volumetric infusion pump, product code 2m9161, (B) (4), turns itself off. Only half of the display screen can be seen before the pump shuts down. It is unknown when the reported condition occurred. It is known if patient injury or medical intervention occurred.

Manufacturer narrative:
The device is available for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available.(B) (4)